Event description:
Caller reported a malfunction on the pump with a malfunction code malf 9. Blood glucose level did not exceed 500 mg/dl. Technical support provided information to reset the pump, which resolved the issue, and the caller was advised to reach out again if the malfunction recurred. There was no adverse impact to the customer¿s blood glucose level.